Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/08/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/14/2015 with the following findings: a review of the pump black box data revealed multiple pump reboots had occurred. During a visual inspection of the pump, the battery compartment was found to be cracked. There was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. The pump powered on with the returned battery cap but the battery cap was unable to fully tighten. The pump was exercised for 24 hours with no power interruptions occurring. A leak test confirmed a leak in the battery compartment. The pump case was removed, and no evidence of moisture ingress or contamination was found. The complaint of a power issue was not duplicated during investigation.